Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.50 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. As of the date of MDR report submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).